Event description:
From staff: the holder for the perineal post snapped during positioning. Also, the spare holder was missing. Manufacturer response for lateral lifter assembly bracket, (brand not provided) (per site reporter). [Redacted name] prepared and sent quote for replacement device.